Event description:
A home pt contacted baxter's technical service ctr. Regarding a system error 2240 msg. That appeared on the display of the home pt's homechoice machine during a fill cycle of his automated peritoneal dialysis therapy. Reportedly, the home patient noted that solution had leaked out all over the table where the machine and bags were. They also stated that he had used the same home choice cassette for approximately one week. Baxter's technical service ctr. Assisted the home pt. In ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.